Event description:
The system 6 recip saw was sent for service and during testing at the MFR it was found that the device ran on its own without user activation. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The e-box was not operating properly and was replaced.